Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End user was not exercising caution while operating the power wheelchair in a confined space and not wearing the seat belt. Hoveround's owner's manual warns, "to avoid serious injury or death from a fall or collision, set speed/response control for the environment and your skill level. Set control to minimum if you are a less experienced driver or are in a confined space," and, "always use the seat belt."

Event description:
End user reports while inside her handicap accessible mini-van, she drove into the ramp in the van. End user reports not wearing the seat belt.